Manufacturer narrative:
Patient's weight unavailable. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to fracture. Reportedly the leads had been implanted 336 months. The physician chose to use a spectranetics tightrail rotating dilator sheath to begin the procedure. It was reported that the ra lead was successfully extracted with no issues. While working to extract the rv lead, an effusion was detected. The physician, at first, thought they were holding too much traction, so he loosened the traction but the effusion persisted. The patient's blood pressure was still stable at this point, then it began dropping. At that time, the physician decided to perform a pericardiocentesis. The cardiac surgeon, perfusion and team were on standby. After removing 120cc blood during the pericardiocentesis and medication to stabilize the blood pressure, the blood pressure rose. They kept pressure on the syringe to continue to hold the blood pressure, and continued to successfully extract the rv lead with no further need for intervention. The effusion was shown to have resolved under echocardiography. New leads were successfully implanted. The case was completed successfully with a drain in place, and the patient survived the procedure. It was determined the effusion was located at the superior vena cava (svc)/right atrial (ra) junction. It was reported that the leads were embedded into the vessel wall, which is believed to have been the cause of the effusion. This report is being submitted to capture the tightrail device which was in use in the area of injury during the procedure. There was no alleged malfunction of the tightrail device in use during the procedure.